Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated this skin graft mesher two times. The last repair was november 15, 2013 where it was reported that there was physical damage to the mesher comb and the washers, cap nuts, shoulder bolts, comb, and ratchet were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the calibration and test mesh could not be performed due to the damaged comb. The shoulder bolts, washers, and nuts all needed replaced. The top hinges needed realigned and the ratchet needed lubricated. The 1.5:1 ratio cutter did not produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on december 5, 2017 which included replacement of the comb, washers, shoulder bolts, and cap nuts. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the comb, washers, shoulder bolts, and cap nuts. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the grill ends are damaged. The reported issue occurred before surgery. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. No adverse events were reported as a result of this malfunction.